Event description:
Customer reportedly received results of 12mg/dl and 132 mg/dl within 10 minutes on the advantage system. No low blood glucose symptoms reported with these results. No quality controls were used. No adverse event reported. Requested of suspect device and replacement was sent.